Event description:
On (B)(6)2009, it was reported that the kinair medsurg power cord began to burn while it was plugged into the wall outlet at the healthcare facility. There was no report of an injury.

Manufacturer narrative:
The kinair medsurg was returned to kci quality engineering for evaluation. Evaluation of the device revealed evidence that scorching and melting had occurred at the base of the neutral prong for the kinair medsurg power cord.